Event description:
It was reported that the user experienced difficulty attaching the connector to the pump across multiple recent attempts, and during guided troubleshooting, the user successfully attached a new connector without further issues. Symptoms included no reported adverse clinical effects. Outcomes included no impact beyond transient device use difficulty, with no alerts, alarms, or medical intervention. Customer care provided user education and step-by-step troubleshooting over the phone. Investigation of this case revealed that the device and connector functioned as intended when a new connector was applied, indicating user handling challenges with prior connectors rather than a device malfunction. It was concluded, based on previously established findings for similar reports, that the cause was user technique and use error.